Event description:
This is a complaint about catheter tip deposit found before use. It was reported that a deposit or hangnail was found on the tip of the catheter, which is different from a normal catheter. The customer requested a closer examination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample. Analysis of the sample showed the needle had pierced through the catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needles can pierce through the catheter during product application, when the product was manipulated, or during needle cover removal if not done carefully.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.